Event description:
On august 9, 2024, neotract has been made aware that "three different cartridges jammed and would not fire/cut after the second and third pull." The event did not occur during treatment of the middle lobe. The procedure was completed, and no patient harm or injury was reported. The approximate size of the prostate was 45cc. On september 27, 2024, the investigation of one of the devices, ul400 atc, ipn927552, batch number: 73c2400545-(B)(6), revealed that the needle, approximately 12 mm in length, was broken into three pieces: two breaks at the distal end and one break proximal to the spool. The tip of the needle was missing. Additional information received on october 3, 2024, indicated that "it is believed that the tip broke off outside the patient when the device was removed from the outer sheath." Further information received on october 7, 2024, indicated that a neotract representative was present during the case and recalled that both the physician and the representative concluded that the needle broke outside the body while attempting to remove the device from the sheath.